Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 419378, lead, implanted: (B)(6) 2004; 0125 lead, implant date: unknown. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached possibly early elective replacement indicator (eri). It was noted that both right ventricular (rv) lead and left ventricular (lv) lead thresholds had been programmed high. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.